Manufacturer narrative:
(B)(4). Conclusion: the actual device with the cannula cap detached from the cannula tabs and missing was returned for evaluation. The instrument was functionally tested and it worked as intended. It is possible that the cannula cap detached due to excessive forces applied to the device during use. After testing, device was disassembled and no damages were found on the internal components; indication of excessive forces could have being noted on the cap that was not returned for analysis. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2015 and straps were used. During the procedure, the white tip fell off, and into the patient. The white tip was retrieved. Another like device was used to complete the procedure with no adverse patient consequences.